Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was 0.0018¿ stainless steel guidewire in its plastic hoop. The distal portion of the device extended from the hoop. Biological residues were observed on the guidewire. A kink was observed approximately 1cm from the distal tip. Microscopic inspection of the sample confirmed the presence of blood residue throughout the distal region of the guidewire. Inspection of the kinked region revealed the coils to be misaligned. The coil misalignment appeared to be caused by manipulation of the stylet. The abundant blood residue suggested that manipulation likely occurred during attempted device use. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that immediately after opening the package, when the guidewire was attempted to be used, the guidewire was found to be bent. Another kit was opened and used to complete the procedure. There was no reported patient involvement. It was found during an investigation 10/19/2023 there is a kink approximately 1cm from the distal tip